Event description:
Please disregard this MFR report # as the event was not related to the taxus stent in the opinion of the physician.

Event description:
Clinical study-same case as MFR # 6000089-2005-00051, 00052, 00053. After a coronary drug eluting stenting treatment procedure, a myocardial infarction (mi) and target vessel reintervention occurred. In 2004, the pt presented to the cath lab. The pt was administered IV 2b3a medication, oral asa, and plavix. The lesion being treated was a 3.5 mm, 95% stenosed, non-calcified, non-tortuous, saphenous vein graft (svg) to the proximal circumflex (cx) artery lesion. The lesion was predilated and slow flow was noted. The physician stented the lesion with 3 taxus express2 8.8% 3.5 x 12 mm drug eluting stents and a taxus express2 8.8% 3.5 x 20 mm drug eluting stent. There were no complications and the pt left the cath lab. Later, at an unknown time, the pt returned to the cath lab complaining of chest pain and nausea. Repeat angiography confirmed the need for another taxus express2 8.8% 3.5 x 12 mm drug eluting stent to be placed in the svg to the cx. This was not a restenosis of the previously placed taxus stents. Also, the pt's cardiac enzymes were reported elevated and met criteria for a mi. In the opinion of the physician, the mi is "not related" to the taxus stent, but a "probable" relationship exists with the target vessel.